Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross dilator. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a patient death occurred. During a re-do atrial fibrillation ablation procedure, a versacross access kit was selected for use. The patient was intubated and in atrial flutter. The physician mapped the right atrium (ra) with a non-boston scientific mapping catheter. Then, the physician crossed to left side using versacross sheath and versacross rf wire and mapped left atrium (la). After mapping, the physician decided to use farapulse. The versacross rf wire was placed into the left superior pulmonary vein (lspv) and then exchanged for the faradrive sheath. Once the sheath was across, the physician passed it back and forth a couple of times before pulling it into the ra and advancing the intracardiac echocardiography (ice) catheter into the la. Sometime during this period, the patient blood pressure dropped, and ice imagining became very foggy. An effusion check was performed and confirmed the patient had a large effusion already. The physician immediately worked to perform a pericardiocentesis. A cardiothoracic (CT) surgery came in and resuscitation was started. When CT surgeon opened the chest, it was found the versacross through the appendage. The patient passed away and the cause of death is blood loss from perforated left atrial appendage. The device is not expected to be returned for analysis (disposed). In the physician opinion, flossing the sheath to dilate the septum may have pulled the wire and advanced the sheath and wire through the appendage. There were no versacross malfunction or contribution to patient complication reported. The versacross dilator was also present inside the sheath.